Event description:
Additional information received notes this event took place during a routine device check in clinic. No intervention was performed. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient's implantable cardioverter defibrillator was oversensing myopotentials. No further information was reported.